Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the returned product identified item and lot number. Cosmetic inspection found multiple strike marks on the strike plate. Inspection also found nicks and scratches. Inspection confirms the impactor pad has fractured and all the pieces were returned. The returned device was reviewed with visual examination and optical microscopy using keyence vhx-1000 digital microscope. Fracture surface artifacts of hackle marks, river lines and a bending hinge indicate the bending overload failure mode. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the impactor fractured during an initial shoulder arthroplasty. No impact to the patient was reported. Attempts have been made and no additional information is available.